Manufacturer narrative:
The insulin pump passed displacement test, sleep current measurement, active current measurement and selftest. No low battery alerts noted in the pump trace download. Pump trace download analysis confirmed the pump alarmed power error alarms. The power management tool confirmed power error was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5 v for 4 consecutive hours due to connector resistance j6/pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. The pump was received with scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, cracked case on battery tube area, faded serial number label, peeling end cap address label and corrosion in battery tube. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had low battery and excessive battery consumption. Customer's blood glucose value was unknown at the time of the incident. Customer will return device for analysis.